Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge. Reportedly, the customer filled the cartridge with 300 units of insulin. The customer declined to load a new cartridge and indicated that the customer would continue to use the current cartridge for continued insulin therapy. There was no impact to the customer's blood glucose level.